Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The foreign material in the nozzle was presumed to have been silicic acid, but the origin of the foreign material was unable to be further specified. Although the root cause was unable to be specified, it was presumed that reprocessing was incorrectly practiced, which caused unremoved chemicals or tap water to solidify and remain in the nozzle. Instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.3 ¿inspection of the endoscope¿ and section 3.8 ¿inspection of the endoscopic system¿ describe how to inspect for the subject event as below: ¦ inspection of the endoscope 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. ¦ inspection of the objective lens cleaning function ¿ inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event as below. ¦ inspection of the endoscopic image 1 observe the palm of your hand using the white light imaging and narrow band imaging (wli and nbi) endoscopic images. 2 confirm that light is output from the endoscope¿s distal end. 3 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 4 turn the up/down and right/left angulation control knobs slowly in each direction until they stop. 5 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Based on the result of confirmation of the actual item, a part of reprocessing is concerned to have been incorrectly practiced. It is therefore suggested that the user facility check anew that reprocessing was practiced in accordance with the instruction manual. Also, please refer to instructions, reprocessing manual chapter 5 ¿reprocessing the endoscope (and related reprocessing accessories)¿ and be aware of ¿not detaching the connection of the leak test air tube on the scope side if cleaning/disinfection is followed by the water leakage test¿ and ¿detaching the leak test air tube which is not in use from the connector of the reprocessor¿. Please check the environment in which the subject device was used that there are no events in handling as presumed causes which were mentioned in consideration. Similar defects were confirmed to have occurred for other devices owned by the subject facility. It is therefore suggested that the user facility check anew that the devices were correctly handled. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had image defects. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there is a foreign object inside the air/water nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the water tightness was lost due to upward/downward angulation control knob; the play of upward/downward angulation control knob was out of the standard value due to wear of angle wire; adhesive on bending section cover has chipped and scratched; suction connector was dirty due to water leakage; upward/downward angulation control, forceps elevator knob, forceps elevator lever, suction connector, plastic distal end cover, scope connector cover, universal cord protector, flexibility adjustment ring, grip, universal cord, connecting tube, scope cover, control unit and right/left knob were scratched; plastic distal end cover, objective lens, light guide lens, control unit had discoloration; suction cylinder was shaved; suction connector was dirty due to water leakage; due to dirt on objective lens there was a lack of image on the monitor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.